Manufacturer narrative:
Additional information received on 23 may 2017 and includes: the poly was swapped as planned on (B)(6) 2017. The pain was caused by the tibial insert being loose. The surgery was completed successfully. Additional information received on 25 may 2017 and includes: the ligaments got stretched in the past few years. The surgeon thought the knee was put in perfectly. Just that the 10mm poly was not tight enough. On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision occurred 3 years after primary total knee arthroplasty. According to the report, the patient was complaining of pain. The report is rather unclear, because the insert is initially reported to be "loose", but it is my opinion, based on report, that there was no unlocking or dislocation of the insert from the tibial tray and that the reason for the revision was stretched ligaments that did not allow good stability. The surgeon therefore replaced the insert with a thicker one. If so, there is no implant defect to be investigated. Batch review performed on 12 june 2017. Lot 135210: (B)(4) items manufactured and released on 20 january 2014. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon planned to revise the insert. After revision, the surgeon confirmed that pain was caused by the tibial insert being loose. Also, the surgeon stated that the ligaments got stretched in the past few years. He thought the knee was put in perfectly. Just that the 10mm poly was not tight enough.